Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-09783.

Event description:
It was reported that the insulin pump alarmed no delivery for 2 and a half hours. The blood glucose reading was 180 mg/dl. Upon troubleshooting, it was found that insulin did not exit the tubing and the insulin pump alarmed no delivery during a fixed prime. No plunger was available to continue troubleshooting. Advised that the alarm may have been caused by a reservoir or infusion set occlusion. Unable to determine the cause of the issue without a complete set change. Nothing further reported.